Manufacturer narrative:
Additional information was received that the physician did not believe that the pain was caused by the device. The patient underwent an explant procedure. No device malfunction was suspected. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient¿s device was causing pain. The patient will undergo an explant procedure.

Event description:
A report was received that the patient¿s device was causing pain. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2316-50, serial/lot #: (B)(4)/520918, description: infinion 1x16 perc lead kit-50 cm. Model #: sc-3400-30, serial/lot #: (B)(4)/513440 description: infinion splitter 2x8 kit (30 cm).